Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via retrograde approach. The target lesion was located in the external iliac artery. After placement of a 6f non-bsc introducer sheath and crossing the lesion with a non-bsc guidewire, a 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for predilation. However, upon first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The device was exchanged with another 6mm sterling balloon catheter and the procedure was completed after post-dilating with the same balloon catheter. No patient complications were reported and the patient's status was good.